Event description:
It was reported that the titanium adapter of the home patient's (hp) catheter separated from the transfer set, causing a leak. The nurse stated there were no issues noted with the devices involved. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.